Manufacturer narrative:
(B)(4) follow up MDR for device evaluation and additional information. Additional information: upon completion of investigation, an additional sample was returned from a lot that had not been previously reported to bd. After inspecting the device, evidence of silicone was observed. Record was updated to reflect the additional lot. Section d updated to reflect the additional lot. Device evaluation: two photos and twelve physical samples were provided to our quality team for investigation, including samples of lot 2401014 which had not been previously reported to bd. Through visual inspection, evidence of silicone can be observed in all samples. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2312022, 2401014, 2308743 , and 2311034 were found to be within specification. The samples underwent these same tests and all product was found to be within specified limits. A device history review was performed for the reported lots 2312022, 2308743 , 2311034, and additional lot 2401014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: upon completion of investigation, an additional sample was returned from a lot that had not been previously reported to bd. After inspecting the device, evidence of silicone was observed. Record was updated to reflect the additional lot.

Manufacturer narrative:
(B)(4). Follow up MDR for correction. Section d updated to reflect the correct lot 2401014.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batches reported: batch: 2312022 batch creation date: 2023-12-12. Batch expiration date: 2028-11-30. Batch: 2311034. Batch creation date: 2023-10-23. Batch expiration date: 2028-10-31 h3 other text : see h10 manufacture narrative.

Event description:
Residues in the rubber. Incident occur - during use. Syringes u u 50 ml luer lock ref. (B)(4) we observe residues in the rubber. Additional information: no patient harm the 50ml ll syringes are used in our care departments, but also in the central chemotherapy production unit, where we detected the non-conformity. We peel the packaging, then purge the syringe to and fro, and sample the volume. When the plunger was pulled out, we noticed a large quantity of residue at the tip inside the barrel of the syringe, which spread like a filament and mixed with the volume withdrawn.